Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: the battery compartment was cracked from the top above the pad to the cover part. The display was dim and pink. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on 06-dec-2017.